Manufacturer narrative:
(B)(4). Reporting period (B)(4) 2015.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008, and a mesh was implanted, concurrently with a sparc sling due to paravaginal defect and enterocele. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period (B)(6) 2015 through (B)(6) 2015. Supplemental 07.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period august 1, 2015 through september 30, 2015 supplemental 01.

Manufacturer narrative:
Date sent to the FDA: 02/23/2017. (B)(4). Reporting period august 1, 2015 through september 30, 2015. Supplemental 08.

Manufacturer narrative:
(B)(4). Reporting period (B)(4) 2015.

Manufacturer narrative:
Date sent to the FDA: 04/19/2017. Ethicon MDR summary reporting exemption (B)(4). Reporting period august 1, 2015 through september 30, 2015.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Reporting period (B)(4) 2015.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period august 1, 2015 through september 30, 2015.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4) reporting period (B)(6) 2015 through (B)(6) 2015 supplemental 12 - attachment: [(B)(6) 2015 otp supplemental 12.xlsx]

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period august 1, 2015 through september 30, 2015.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4) reporting period (B)(6) 2015 through (B)(6) 2015 supplemental 13 - attachment: [(B)(6) 2015 otp supplemental 13.xlsx]

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period august 1, 2015 through september 30, 2015.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period august 1, 2015 through september 30, 2015.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period august 1, 2015 through september 30, 2015.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4). Total number of events ¿ 388 gynecare prolift +m anterior pelvic floor repair system - 24; gynecare prolift +m pelvic floor repair system - 5; gynecare prolift +m posterior pelvic floor repair system - 22; gynecare prolift +m total pelvic floor repair system - 42; gynecare prolift anterior pelvic floor repair system - 60; gynecare prolift pelvic floor repair system - 67; gynecare prolift posterior pelvic floor repair system - 39; gynecare prolift total pelvic floor repair system - 94; gynecare prosima pelvic floor repair system - 29; gynecare prosima pelvic floor repair systems - 6.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient has experienced pain, erosion of internal bodily tissue and has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. Ethicon MDR summary reporting exemption e2013037reporting period (B)(4) 2015 through (B)(4) 2015.

Manufacturer narrative:
Date sent to FDA: 04/24/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2015 through september 30, 2015.

Manufacturer narrative:
Date sent to FDA: 12/27/2018. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2015 through september 30, 2015.

Manufacturer narrative:
Date sent to the FDA: 10/28/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2015 through september 30, 2015.

Manufacturer narrative:
Date sent to FDA: 2/12/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2015 through september 30, 2015.